Manufacturer narrative:
H6. Health effect- clincial code (e): "2330" should be added. "4581- vomiting and damaged pupil" should be removed. "4581-pupil impairment" should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop, patient discomfort, pupil impairment and corneal edema. Reportedly, "post exam: corneal edema and damaged pupil". In a separate surgery the lens explanted. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop, headache, vomiting and a corneal edema with a damaged pupil. Reportedly, "post exam: corneal edema and damaged pupil". In a separate surgery the lens explanted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- clinical code: "4581- vomiting and damaged pupil " should be added. H11- manufacturer narrative: corneal edema, iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).